Manufacturer narrative:
Product analysis: visually confirmed implant spacer broken into multiple pieces, with only a portion returned for analysis. Microscopic examination provides evidence of fracture initiation at and near the implant inserter interface in multiple directions. Fracture surface examination identified a brittle fracture, with rays emanating from possible fracture initiation points. The morphology of the fracture surfaces are consistent with brittle overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, product was broken and the surgeon tried to fish all pieces but could not reach all pieces. The product came in contact with he patient. Fragment of the implant remained in the patient. Patient complications were reported unknown as a result of this event.